Manufacturer narrative:
A specific root cause could not be determined. Further investigations of the provided patient sample point to false positive elecsys tni results due to an uknown interfering factor present in the sample. Results of serum fractionation of the sample can neither confirm nor exclude a possible interference. There was no sample remaining for further investigations. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art.

Manufacturer narrative:
This event occurred in (B)(6). It was stated that the tni results were obtained using 2 different reagent lot numbers. Only one lot number was provided. The other lot number and expiration date were asked for, but not provided.

Event description:
The customer reported that a total of 9 samples from the same patient had high troponin I (tni) results when tested on an e601 analyzer. All results were said to be persistently positive for the assay. The results did not match the clinical status of the patient since the patient had no major clinical symptoms. The high results were seen by the patient's physician. The first sample from the patient was tested on (B)(6) 2015, resulting as 0.36 ng/ml for tni. The second sample from the patient was tested on (B)(6) 2015, resulting as 0.35 ng/ml for tni. The third sample from the patient was tested at a different site on a "hospoc" analyzer from a different manufacturer on (B)(6) 2015, resulting as <0.01 ng/ml for tni. The fourth sample from the patient was tested on (B)(6) 2015, resulting as 0.53 ng/ml for tni. The fifth sample from the patient was tested on (B)(6) 2015, resulting as 0.44 ng/ml for tni. The sixth sample from the patient was tested on (B)(6) 2015, resulting as 0.42 ng/ml for tni. The seventh sample from the patient was tested on (B)(6) 2015, resulting as 0.43 ng/ml for tni. The eighth sample from the patient was tested on (B)(6) 2015, resulting as 0.44 ng/ml for tni. The ninth sample from the patient was tested on (B)(6) 2015, resulting as 0.402 ng/ml for tni. The sample was also sent to another site for "tnt" testing on an abbott analyzer, resulting as 5.3. No units of measure were provided for the "tnt" result from the abbott analyzer. The 5.3 "tnt" value was said to be negative. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). A sample from the patient was provided for investigation and the customer's results could be confirmed. A true positive tni result could be detected using size exclusion chromatography. It could not be confirmed if the sample contained an interferent.